Event description:
Replaced the harm code 1905 with 1912 for treatment code t006.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia, dizziness, nausea, headache. Hyperglycemia treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), emergency room visit, hospitalization: overnight stay and glucagon. The customer reported, a blood glucose value of 519 mg/dl. The customer reported, hyperglycemia. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1715k, unomedical. The customer reported, pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported, high blood glucose. The customer received, the possible under-delivery anomaly, retainer ring damage and reservoir unable to lock into place. It was unknown, whether the customer was using the pump within 48 hours before the event. And whether, the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return was required for mmt-332a, no product return was required for mmt-1715k, no product return was required for unomedical.